Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe leaked. This occurred on 4 occasions during use. The following information was provided by the initial reporter: it's noticed that liquid leaked from the gap of the barrel and the plunger rod during penetration.

Event description:
It was reported that bd¿ syringe leaked. This occurred on 4 occasions during use. The following information was provided by the initial reporter: it's noticed that liquid leaked from the gap of the barrel and the plunger rod during penetration.

Manufacturer narrative:
H.6. Investigation: bd has been provided with a retained sample for catalog 301942 lot 1811131 to investigate for this record. Bd has carried out a leakage test and determined that the sample did not present the reported defect. As a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect. H3 other text : see h.10.